Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4) 2011, to all potentially impacted client sites. The software notification includes a description of the issue, instructions for recovering affected reports, and three of the four software modifications have been made available to correct the issue. The release of fourth and final software modification is expected in (B)(4) 2011. Cerner corporation will provide a follow-up report when the software modification is available.

Event description:
The issue involves cerner millennium and affects users that utilize clinical reporting for producing and distributing qualified clinical reports. This issue may occur if a report qualifies on a chart format that includes a microbiology section and is built using the encounter scope. The error prevents any charts from qualifying from the distribution. Pt care could be adversely affected, as important info can be delayed or not reported to medical staff. Cerner received communication that an abnormal lab result failed to be distributed for two days, resulting in a potential delay in pt care. The client reported the pt sought medical intervention two days later. It is not clear if this issue directly resulted in serious harm to the pt.